Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found the following. The power supply unit had a defective. The top cover of the device had a scratch. The xenon lamp has used for a total of 500hours. Olympus repair center cleaned the device from dust. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user could not turn on the power of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the following. -excessive stress was applied to the device by the user handling. -aging deterioration may have caused the defect because over 7 years have passed since the device was delivered. If significant additional information is received, this report will be supplemented.